Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Dual clean brush head came apart in mouth, nearly swallowed one of the small pieces [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on 01-aug-2016 that an oral-b brushhead, version unknown came apart in his or her mouth, and he or she nearly swallowed one of the small pieces. The consumer reported it only happened once. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. A 07-aug-2016 consumer follow-up e-mail: the consumer reported that brush head that came apart was an oral-b dual clean brushhead, and it was used with an oral-b professional care rechargeable toothbrush type 3756. The consumer no longer had the brush head. No symptoms developed.